Event description:
The customer reported the bp is reading 20 points high. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. Visual inspection upon receiving revealed no external damage or defects. The device turned on using ac and dc power, and remained on while switching between ac and dc power. The device was found to visually and audibly alarm during alarm conditions. A comparison test was performed between the customer returned device and a masimo test device. The readings were taken 3 times for each device. The customer device displayed comparable measurements to the masimo test device. Visual inspection was performed inside the device. No internal circuitry damage or defects were observed. No loose cabling or loose circuit board to circuit board interconnections were observed. The customer complaint was not duplicated. The device is fully functional.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the bp is reading 20 points high. No patient impact or consequences were reported.